Event description:
The advocate stated her mother received a blood glucose reading of 199mg/dl on the contour meter, re-tested on a different meter and the reading was 98mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Only the meter information was provided. Product was not replaced.

Manufacturer narrative:
The initial reporter information was not provided.